Manufacturer narrative:
Product ID 37602 lot# (B)(4) implanted: (B)(6)2015 explanted: product type implantable neurostimulator if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the doctor did not know the cause of the short, there weren't any actions/interventions taken to resolve the issue, and the short had not been resolved. There were no further complications reported.

Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-14473 for details pertaining to the related reportable event. The main component of the system and other applicable components are: product ID 37602 lot# serial# (B)(4) implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller stated they were troubleshooting to check impedances because of an unrelated MRI. The caller reported that impedances tests were done and they reported 31 ohms on contact 01. Caller reported that therapy was fine and they were not using 01 together but one of the contacts. It was reviewed they may want to let the managing physician know. The rep called back in and stated that they found a short on 0/1. It was reviewed that impedances are based on the whole system not just contact pairs that are being used. There were no further complications reported.